Event description:
There was an allegation of discrepant hbv results when using the cobas® mpx (480t) on the cobas 8800 analyzer for a single patient. On (b)^) 2025, the initial sample generated a reactive result for hbv (CT 34.13). The same sample was repeated on the same day and generated a reactive hbv result (CT 32.03). On (B)(6) 2025, the same sample was repeated and generated a reactive result for hbv (CT 31.73). Serology testing for the sample was negative. On (B)(6) 2025, a recollected sample generated a non-reactive result for hbv. No serology was performed on the recollected sample.

Manufacturer narrative:
The cobas 8800 serial number was (B)(6). The investigation indicated no product-related issues were identified. It can be conclusively stated that there are no issues with the cobas® mpx lot m20085 that was used and a software anomaly or an issue with the result calling algorithm can be excluded as the cause for the discrepant results as well as any hardware related issues. The analysis of the provided data in this case further confirms that the cobas® mpx test correctly identified the sample as hbv reactive. Additionally, the analysis rules out the roche positive control as a potential source of contamination.